Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/12/2022. An investigation was conducted on 10/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the loading device, delivery device, and seal and tension spring assembly. The delivery device was returned outside the loading device with the blue slide lock off and white plunger depressed. Blood was observed inside the delivery tube, indicating an attempt was made to introduce the seal into the aorta, hence no measurements were taken. The seal and tension spring assembly was returned inside the delivery tube. Moved from the delivery tube with no visual or physical difficulties. The seal and tension assembly was observed to be intact with no visual defects. Based on the returned condition of the device and the investigation results, the reported failure "activation problem" was not confirmed. The lot # 25162889 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy when activated. There were no patient efffects/harm caused by the device failure to deploy.